Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that they went swimming and the insulin pump was alarming and water has gotten into battery compartment. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.